Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the xenon light source had a b30 error. It was reported, the xenon light source had a b30 error. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the legal manufacturer's final investigation. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "error code b30 and endoscopic images cannot be displayed (due to deterioration of the connector)" malfunction would likely be related to a contact failure with the scope due to corrosion of the electrical contact part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the connector has heavy signs of corrosion, causing connection issues with scopes. The investigation is still ongoing and any additional information will be submitted in a supplemental report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "b30 error" and event "the endoscopic image can not displayed" were caused by a communication error due to failure of signal propagation caused by deterioration of the connector. Olympus will continue to monitor field performance for this device.